Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # 16b0971 was not found for the reported cat # 302936. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that drug leakage into the barrel occurred while using a bd emerald¿ 3ml luer slip syringe with needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: the complaint history for the lot# 16b0971 was reviewed and till date no complaint had been registered against the above lot for the defect- crack barrel. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 16b0971. Log sheet ¿ minor stoppages due to lose needle were recorded primary packaging process during manufacturing of lot # 16b0971. Preventive maintenance- done as per schedule. Stoppages ¿ silicon pad change, doctor blade change & barrel printing stoppages occurred in printing & assembly process during manufacturing of lot # 16b0971. No issue recorded in barrel & plunger molding process during the manufacturing of lot# 16b0971. Bd bawal received 2 samples from the customer facility for investigation. The customer return sample showed evidence of crack in barrel. The team inspected customer return samples and confirmed a crack on the barrel. The most likely cause is that impact force had acted on the barrel which resulted in the damage observed. Checked 200ea retention samples of lot# 16b0971 had been visually inspected for any damage product or crack in barrel, all samples found in good condition. The team inspected suspected location on assembly & packaging machine where damage can occur. No suspected areas had been found in machine. Also, during in process quality checks no such defect was observed. There is chance of damage product during transportation & storage as well after dispatch. The defect rate is very low as this is the only case reported. Conclusion: bd team continues to monitor the defect and take appropriate action if observed during manufacturing process and during material movement in plant. The exact root cause is not identified. Based on severity and occurrence, it was determined that no corrective action is required.